Manufacturer narrative:
Agree with us decision tree.

Event description:
Initial info received from a practitioner in 2009: a male pt received poly-l-lactic acid (sculptra) (lot# and expiration date unk) about 2 years ago to fill in a depressed scar and developed a nodule. No concomitant medications or medical history was reported. No further info reported.